Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the insert would not lock into the tibial base. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned articular surface determined that the dovetail feature was both compressed and flared out, indicating that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. Nicks or gouges were also noted on the inferior side of the articular surface. There was no major damage observed on the superor side of the articular surface. Dimensions were found conforming to print specifications where measured. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Investigation results concluded that the reported event was due to improper technique when inserting the articular surface. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.